Event description:
The patient underwent a fenestrated endograft repair. The valve on the proximal body delivery system was leaking before the delivery systems was unsheathed. After the proximal body was implanted and delivery system removed, the doctor then introduced the distal body and the delivery system which also leaked (reportedly separately, see 9680654-2014-00009). The doctor reported that the estimated blood loss from the leaking valves was 800ml. Both grafts were implanted successfully and delivery systems removed as per usual practice. The patient received 2 units of blood in the recovery room for a hemoglobin drop from 12 to 7. Otherwise the patient was fine and no other adverse effects to the patient were reported.

Manufacturer narrative:
.